Event description:
The ring locks didn't open completely when going into 90 degrees from 180 degrees. One of the pawls caught the ring lock catches. The camera stopped and field service was called. The camera heads fell while waiting for service. There was no pt on the table, nor did anyone get injured.